Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarms. Customer's blood glucose was over 400 mg/dl. Customer advised when they inserted the reservoir into the insulin pump they received a no delivery alarm. Troubleshooting for the high blood glucose was performed. Customer received a no delivery alarm during the high pressure test. Customer was advised they would be sent out replacement infusion sets and reservoirs. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm was resolved by an infusion set change. Customer does not want to return the infusion set or the reservoir for analysis. Customer was advised to monitor the insulin pump and call back if alarm occurs in order to troubleshoot.